Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of catheter broke/separated after placement was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke / separated after placement bd arterial line catheter breaking in two pieces during use detailed incident description bd arterial line catheter breaking in two pieces, unfortunately I don't have the lot number as the line was inserted in theatres (packaging disposed of) but ref number is (B)(4).